Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Adverse event: access site ooze/manual compression x10 minutes. Time of adverse event: after vessel closure. Device issue: none. It was reported that a physician trained in the use of the perclose proglide achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, post-procedure, the groin developed oozing. The site was injected with epinephrine and lidocaine, the dressing was changed, and manual pressure was applied for 10 minutes, which resolved the oozing. The physician did not believe the access site oozing was related to the proglide device, but was related to the anticoagulants that the pt was prescribed. There were no reported adverse pt effects. No additional info was provided.